Event description:
It was reported that the patient was unable to use his artificial urinary sphincter (aus) device because a seroma formed around the control pump. As a result, the patient was unable to palpate the pump. The aus pump was explanted, and a new pump was implanted in a different location. The patient is expected to fully recover. There were no further patient complications.

Event description:
It was reported that the patient was unable to use his artificial urinary sphincter (aus) device because a seroma formed around the control pump. As a result, the patient was unable to palpate the pump. The aus pump was explanted, and a new pump was implanted in a different location. The patient is expected to fully recover. There were no further patient complications.